Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During shift check, the autopulse platform (sn: (B)(4)) displayed "system error, out of service, revert to manual CPR" error message. No patient involvement.

Manufacturer narrative:
The reported complaint of the autopulse platform (sn: (B)(6) displayed "system error, out of service, revert to manual CPR" error message was confirmed during the archive data review and functional testing. The root cause of the reported complaint was a defective processor board, most likely as a result of normal wear and tear. The autopulse platform is a reusable device and was manufactured in march 2015, exceeded its expected service life of 5 years. Upon visual inspection, it was noted that the load plate cover was defected with a hole, affecting the watertight seal. The observed damage is unrelated to the reported complaint, and this type of physical damage is characteristic of user mishandling. The load plate cover will be replaced to address the issue. The archive data review showed the occurrence of system error - user advisory (ua) 132 (internal watchdog timeout) around the customer's reported event date; thus, confirming the reported complaint. The autopulse platform failed initial functional testing due to "system error, out of service, revert to manual CPR" error message displayed upon powering up the device. Therefore, the reported complaint was confirmed. The defective processor board (pca) will be replaced to remedy the fault. During further functional testing, it was noted that the encoder driveshaft could not rotate smoothly, exhibiting binding and resistance, unrelated to the reported complaint. The root cause was due to sticky driveshaft clutch area, which is usually caused by sharp edges from all 12-hex edges of the armature plate or due to burrs on the surface of the clutch rotor, likely attributed to normal wear and tear. The sticky clutch plate was deburred to address the issue. Awaiting customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse with serial number (B)(6).